Event description:
It was reported that upon deployment of a vena cava filter, the filter limbs appeared to be crossed and did not fully expand. There was no attempt to remove the filter and it remains implanted. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. One image was provided. Based upon the image review, the complaint investigation is confirmed for failure of the filter to fully expand. It should be noted that per the reported event details, the physician twisted the pusher rod during the deployment. The current IFU (instructions for use) states, "do not twist the pusher wire handle at anytime during this procedure." Based on the info provided, twisting of the pusher rod during the deployment most likely caused the filter limbs to cross.